Event description:
The patient underwent elective total abdominal hysterectomy (tah) laparoscopically, bilateral salpingectomy, and cystoscopy. During closure of the vaginal cuff using the endostitch, and v-loc 180 suture, the endostitch device needle was found to be broken in half. One half of the needle was able to be retrieved. The other half could not be seen laparoscopically by the operating ob/gyn surgeon or a second ob/gyn surgeon despite inspection. Instrument count x-ray images were completed and a 5 metallic opacity was viewed overlying the mid-pelvic plain and stationary. A general surgeon was consulted from the operating room and advised the operating ob/gyn that the retained portion would be too small to be seen by endoscope and would not be able to be located if converted to open procedure. There was no harm to the patient. The procedure was completed. The patient progressed well clinically and was discharged to home the same day. Of note, during the completion of the procedure, a second vloc 180 was used and the needle fell off when toggled. No harm reached the patient. Details of second event: endostitch (B)(4) (lot#j7a0744x), v-loc lot# n7d0249x..